Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that their I nternal device has moved greatly and they are going to have it reimplanted but are waiting for an appointment with the neurosurgeon. When asked for event date, caller said they had hip replacement and were doing physical therapy where they were laying on their back on a soft table and had excruciating pain that was localized at one vertebra. Caller was unable to function or function due to the pain, but it got a little better every day until they went back to physical therapy when it would start again. Caller met with their pain management doctor who said it was due to their hardware pushing against their spine. Caller stated they don't have any hardware implanted other than the neurostimulator. Caller stated they can feel it now, and the implant has moved from under their right "wing bone" down to their waist and the corner of the implant is pressing on their vertebrae. Caller stated their pain management doctor referred them to a neurosurgeon to have the implant repositioned.